Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the most common malfunctions on tendril pacer leads were noted to be insulation breach leading to noise and low impedance. Lead fracture, high impedance, inappropriate mode switching and loss of biventricular pacing were also noted. The leads were either monitored, reprogrammed or revised. No further information was available.